Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger product ID 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient was unable to charge for about a week and not feeling stimulation for another week. Patient stated having settings increased a couple weeks ago, not feeling stimulation monday or last week, then this week, patient was not able to increase settings. After several attempts, recharger was still not connecting. Screen showed to reposition recharger, poor quality and then back to reposition. Passive recharge screen showed 73-74 but never connected. No patient symptoms were reported. The patient further reported that the issue wasn't resolved and there weren't any significant ins site changes. They got a new remote, however they were still getting no device found. It was recommended that they do passive recharger mode sessions and to disable/re-enable the device if it still wouldn't charge. No further complications were reported. 2020-03-30 (hcp) additional information was received from a healthcare provider and it was reported that the caller was trying to put the ins into MRI mode, but they were unable to get past screen 16. They had been pressing try again. The caller stated the patient didn't have the recharger with them in the ER, but they would have a family member retrieve it. They reported they received screens 15, 16, and 50. These were passive screens needed when an ins was discharged. The caller reviewed at one point there was poor coupling. They reviewed not to have the patient move and keep the recharge antenna where it was (93 on screen). They then further noted that the patient's family member got the recharger and they charged the ins. The caller didn't see the process. The caller reviewed the information and it sounded like the patient's family member grabbed a power source for the handset and not the recharger. It was reported that they had done 4 cycles of passive recharging and couldn't get into a normal charging screen. The passive recharging numbers had been 92, 93, and 94 on average. The ins was easy to palpate and they had a recharger up against the ins pocket. They recently received a new recharger and the patient charged on their own. They charged and had stimulation a week prior. The patient indicated they weren't currently getting stimulation therapy and hadn't for several days. They had the caller go through disable device flow, but they still got no device found. They reset the controller and started a fresh session. They tried disable device flow 2 additional times, but they still didn't resolve the issue and the patient was still in passive recharging. There was no distance telemetry with the controller alone. No further complications were reported or anticipated.